Manufacturer narrative:
According to technician statement, it was determined that issue was related to defective drainage valve. The repair process was handled by third-party, therefore further specific information was not provided. The device was cleared for clinical use. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The defective part has been not available for the further analyze of the issue. Therefore, the root cause has not been determined. This event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. The serial number for the medical device referred to in this medical device report has not been received. Therefore, no UDI number or manufacture date can be provided. H3 other text: 4112.

Event description:
It was reported that the compressor's drainage valve was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).